Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess the electrical performance and insulation integrity of the lead. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
Boston scientific received information that this left ventricular (lv) lead was repositioned as the physician wanted a more optimal position. The lead was repositioned but later became dislodged. The lead was explanted and a new lead successfully implanted. The physician believes the issue is with the patient anatomy and not the lead itself as the replacement lead also dislodged. There were no additional adverse patient effects reported.